Event description:
The following report was received from the affiliate: during a coronary intervention, while the stent was being positioned the cypher select stent slipped off the balloon. The surgeon caught the stent with a guide catheter and finished the procedure by stent implantation. There were no patient injuries reported.

Manufacturer narrative:
The female patient with an unknown past medical history was undergoing stent placement to treat a lesion in the right coronary artery (rca) when the cypher select stent dislodged from the balloon within a pre-existing stent. The stent was deployed and an additional stent was required to adequately cover the target lesion. Indication for the initial evaluation is unknown. The target lesion was described as a type c lesion. The safety and effectiveness of the cypher select stent has not been established to treat severely complex lesions. It is unclear if the stent already located in the target vessel was placed in the past or during this same procedure. There is no indication that there was any resistance/friction noted during advancement of the device in question and the third stent was placed without complications. However, per the instructions for use, multiple lesions should be stented distal to proximal to obviate the risk of stent dislodgement during advancement through another stent. Based on the limited information, there is no evidence to suggest that the event is manufacturing related. Lesion and potential procedural factors (advancing through a previously deployed stent) may have contributed to the event as reported. A copy of the angiography has been provided and sent for independent review. Should the results provide any new information that alters the facts or conclusion it will be processed accordingly. One non-sterile cypher was received coiled inside a plastic bag. The stent was separated from the balloon and was not returned, crystallized inflation medium were found inside the inflation lumen, bumping marks were found on the balloon. No other visual anomalies were found. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The customer complaint was confirmed. However, the exact cause of the failure could not be determined. This file has been re-access as per the similar device reportability criteria implemented by cordis corporation on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product cypher sirolimus-eluting coronary stent. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.